Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that pt said that they have programs a and b and says "b is for super intense days, but I want to see if b can get more intense because it's not covering the bleed through pain like it used to" and says this started "within the last 3-4 weeks". Pt says that they had an ins revision done "because the pocket kind of came loose and the stimulator was moving around under the skin so they moved the stimulator". Pt says this was 4 weeks ago, so it's very possible this stimulator issue is related to this therapy concern. Pt has had no falls or trauma. Pt says she has already tried increasing stimulation, and says they moved it "up to 14 but that makes my teeth chatter and when I'm having a really bad day I still have a lot of discomfort and I am taking my pain medication still along with the stimulator". Pt commented "I know that if I didn't have the stimulator it would be a lot worse, but before this I was used to having so much relief with the stimulator, so I think I need it adjusted". The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information received from the consumer reported that the implant had moved due to weight loss. The device was revised to a new pocket and the issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.